Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A PMA supplement (p010030/s064) for a design change to address this issue was considered approvable by FDA on 09/11/2015. No adverse event resulted from resets.

Event description:
During servicing of a monitor which was returned for an unrelated problem, a reportable malfunction was discovered. The monitor was resetting during pulse testing.